Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed around the injection port of an intravia container. The bag was filled with fentanyl solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional testing was performed and found a leak from a pinhole in the skin layer. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.